Manufacturer narrative:
Device evaluated by MFR.: a 8x60x75/ 6f unistep plus was received for analysis. The device was received with the stent partially deployed in position on the inner shaft. The stent wires at the distal end of the stent were noted to be damaged. The stent was successfully deployed with a little resistance encountered due to shaft damage. A visual and tactile inspection identified no issues with the tip of the device. The distal edge of the outer shaft was found to be damaged. The shaft was also found to have accordion damage beginning approximately 165mm proximal of the distal edge and extending approximately 50mm proximally. The shaft was also noted to be kinked at approximately 135mm distal of the main valve of the device. This type of damage is consistent with the excessive force being applied to the device, possible during the attempt to cross the lesion. No other issues were noted with the delivery system that could potentially contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that stent partial deployment and shaft damage occurred. The target lesion was severely stenosed. A 8x60x75/ 6f wallstent rp endoprosthesis stent was advanced for treatment. However, during the procedure, it was noticed that the stent could not be push when pushed for a half. After several attempts, the sheath was noted to be wrinkled after removal. The device was removed fully reconstrained and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed that the stent was partially deployed and was damaged.